Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, ventricular noise was discovered on the lead. The noise was interpreted as a high ventricular rate, leading to intermittent loss of pacing. Programming changes were made. The patient was stable.